Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and absence no delivery alarm. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on screen, but can still read screen and insulin pump rejected new battery. It was reported that the buttons were less responsive and sometimes had to press buttons twice. It was reported that they were not receiving no delivery alerts when insulin was not being delivered the insulin pump will not be returned for analysis.